Event description:
Customer reported via phone call to have received a motor error alarm. Customer reported that insulin pump had fallen on bathroom floor. Customer's blood glucose was 124 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to broken connector on interface board. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.